Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring=missing. Customer complained on (B)(6) 2021 the battery compartment is damaged and the belt clip plate weld is missing. Pump received with missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Pump alarmed critical pump error after battery installation. Unit downloaded to crest. However, unit failed to download to thus with blue display during download. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Cleaned motor assemblies, pcb1 board and pcb2 board with alcohol and no effect. Unable to verify cause of critical pump error due to blue display during thus download. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked keypad overlay, missing display window cover, broken battery tube threads, missing belt clip weld plate and missing reservoir tube o-ring. Confirmed broken battery tube threads and missing belt clip weld plate. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump battery compartment was damaged. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.